Event description:
It was reported that while checking operation, the cardiosave intra-aortic balloon pump (iabp) unit had lead winding failure. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the tether winding failure. Fse replaced the tether assembly (d997-00-0596) to resolve the issue. After each operation, fse checked the operation based on the inspection record sheet and confirmed that it is currently working properly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(return to manufacture), g3, g6, h2, h11. Corrected fields: d4(UDI#). The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0997-00-0596 tether assembly serial number n/a with a reported unit failure of lead winding failure. The failure analysis and testing dept. Performed a visual inspection and found the tether cord had pulled out from the back of the doppler. The fat dept. Verified the complaint of lead winding failure. Retaining the tether assembly in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had lead winding failure.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair is not done by getinge.